Manufacturer narrative:
Batch review performed on 07 april 2021: lot 174262: (B)(4) items manufactured and released on 18-oct-2017. Expiration date: 2022-10-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 181299. Batch review performed on 07 april 2021: lot 181299: (B)(4) items manufactured and released on 10-july-2018. Expiration date: 2023-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
2 years 5 months after the primary the patient came in reporting left thigh pain and the cause of the pain is unknown. The surgeon successfully revised the stem and head.